Manufacturer narrative:
The endowrist stapler sheath accessory has not been returned for evaluation; therefore the root cause of the customer reported failure mode cannot be determined. This complaint is being reported due to the following conclusion: during a da vinci vats procedure, pieces of the endowrist stapler sheath accessory fell off into the patient and were retrieved. Although, no patient harm was reported at this time it is unknown what caused the sheath to tear and break off into the patient.

Event description:
It was reported that during a da vinci video-assisted thoracoscopic surgery (vats), the endowrist stapler sheath accessory tore as it was being removed from the trocar and fell off into the patient. The surgeon was able to retrieve all the pieces of the torn sheath. There was no report of a patient harm, adverse outcome or injury.